Event description:
The customer reported a communication failure error code. The fe confirmed the system could not boot up due to the error. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.